Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that they were using the device in CPAP mode and respiratory therapist said the v60 was reading all zeros. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The device was being used to create a treatment plan for respiratory assist. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested philips to service the vent. It is possible it might need a flow sensor assembly. Customer emailed with more information found on the evaluation and repair. The customer informed that the device could use a new fan. Also, the ground shroud over the power supply is missing the screws that hold it in place. The brightness of the display is very low in the beginning but brightens up over time. Wanted to inform the tech to they can be prepared. The additional issues will be captured under other complaints. The rse dispatched onsite service for repair. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirmed the reported problem. The fse started up the device with no issues & breathed without any errors. Customer complaint could not be duplicated. Drpta showed no error codes. Biomed noted that the device was failing air & o2 low accuracy during annual pm. Fse noticed avg air slpm was also out of range displaying -1.6 slpm. It has been determined to replace the flow sensor assembly. The fse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the flow sensor assembly was the cause of the reported issue. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Root cause: the sample has not been received. If the part is returned or if the customer reports further information, the complaint record will be re-opened for investigation. The reported failure was not related to a reportable event. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. Complaint trends will continue to be monitored.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was being used in CPAP mode and the respiratory therapist reported that it was reading all zeros. The device was in clinical use at the time of the reported failure; however, there was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem, noting that the device might need a flow sensor assembly. The customer requested philips to service the vent. The rse dispatched onsite service for repair.